Event description:
A malfunction was reported with the code malf 12. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump, assisted with the reset, and confirmed that the malfunction code did not recur. The customer was instructed to reach out if any malfunction code reappears and was advised they could continue using the pump.